Event description:
It was reported that the patient passed away at home. There were no device issues at the time of death. An autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.